Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
Shred when you pull them out [device breakage]. Case narrative: consumer reported via social media that the tampons shred when pulled out. No injury was reported.